Event description:
It was reported that a premature deployment occurred. A left atrial appendage (laa) closure procedure was completed using a 24mm watchman flx laa closure device with delivery system (wds). After obtaining position in the laa, while the closure device was being unsheathed, the core wire became prematurely detached from the closure device. The closure device deployed and met all release criteria except for the performance of a tug test. No patient complications were reported.